Event description:
During a lead replacement procedure, a pneumothorax occurred and the patient expired. While inserting a tendril lead into the superior vena cava via subclavian puncture, the patient complained of thoracic pain. The lead was removed and a contrast injection was performed through the introducer. The introducer was observed at the level of the lung. Oxygen saturation began to decrease and the patient expired approximately one hour later.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported pneumothorax could not be conclusively determined.

Event description:
During a lead replacement procedure, a pneumothorax occurred and the patient expired. While inserting a tendril lead into the superior vena cava via subclavian puncture, the patient complained of thoracic pain. The lead was removed and a contrast injection was performed through the introducer. The introducer was observed at the level of the lung. Oxygen saturation began to decrease and resuscitative efforts were performed for approximately one hour but the patient expired.